Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. Device evaluation: the pump was returned, and upon disassembly of the returned pump, examination of the proximal-side of the outlet stator revealed a large non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The deposition was not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump cannot be conclusively determined, the deposition showed evidence of denaturation, and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. The device was reassembled and passed electrical and functional testing. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2016, it was reported that the patient underwent a routine heart transplant. No reports of any device issues or adverse events were received throughout the duration of lvad support. On (B)(6) 2017, during the investigation of the returned device, thrombus was found.